Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she first experienced an issue with her infusion set on (B)(6) 2015 when she observed leaking and found that the cannula was bent. The customer's blood glucose was 600 mg/dl. She advised that she had not been hospitalized and treated with a correction. She reported that she also experienced another high blood glucose event on (B)(6) 2015 with blood glucose of as high as 433 mg/dl. She observed having had 3 infusion sets with bent cannulas. Her most recent blood glucose was 135 mg/dl on the day of the call. She noted that the infusion set had been in use for almost 2 months. She was advised to change the infusion set and to return the set for analysis if possible. She was advised that the infusion set would be replaced.